Event description:
The hospital reported that during a coronary artery bypass procedure, the (B)(4) seal cracked. This was noticed when the surgeon was about to deploy the seal. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The occurrence date is unknown.

Manufacturer narrative:
Investigation: visual inspection revealed that the seal was in the loading device under the window, the plunger was inside the loading device and was not depressed. Based upon the received condition of the device, the reported complaint "seal cracked" could not be confirmed. Internal file number - (B)(4).